Event description:
Following completion of surgery, pt complained of pain. Fixator ball joint was displaced at fracture site. Second surgery was performed. Dislocation was noted again the next day. External fixator was replaced with internal fixation.